Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve at a target implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the 3 left coronary cusp (lcc), a recapture was performed for an unspecified reason. Upon the second deployment attempt, an infold of the valve was observed. Subsequently, the valve was recaptured a second time, and the system was withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened and used to complete the procedure. Per the physician, the patient's calcified and tortuous anatomy contributed to the infold. A 5 minute procedural delay occurred as a result.

Event description:
Additional information was received that the first recapture prior to the infold was performed because the valve appeared unopposed to the left sinus of valsalva (sov), and the physician did not like the position.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which further reported that on the first deployment attempt, the valve looked under-expanded and far from the left sinus causing concern that it was not well seated on the left side.